Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility and will not be returned.